Manufacturer narrative:
(B)(4).

Event description:
Patient experienced a loss of therapeutic effect and noted that she has had "3 out of 4 leads break" and was told that she only had one functional lead left by her health care provider (hcp). It was reported that her first lead broke while she was doing yoga when the first lead broke and additional leads broke while walking for exercise. Follow-up with her hcp confirmed high impedances of more than 4000 ohms were seen on 3 out of 4 electrodes and was attributed to a fractured lead. Her physician reported that lead replacement will be scheduled when last lead breaks or there is a loss of clinical benefit. A follow-up report will be sent if additional information becomes available.